Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping procedure in the stomach. According to the complainant, during the procedure, after closing the clip, the clip would not release from the catheter. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been received for analysis, but an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).